Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The study representative reported via phone call that they experienced diabetic ketoacidosis. Customer¿s blood glucose level was 348 mg/dl at the time of incident. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea and headache. Customer states the insulin pump was suspended. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.